Event description:
The customer reported to olympus, the gastrointestinal videoscope had insufficient angulation. Inspection and testing of the returned device found the nozzle had foreign matter. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of insufficient angulation was confirmed. The device evaluation also found that due to wear of the angle wire, bending angle in the up direction did not meet standard value. The nozzle had foreign objects. Due to damage on the up/down knob, water tightness was lost. Due to wear of the angle wire, the play of the up/down knob was out of standard value. The adhesive on the distal end had a chip and had white clouded area. Due to clogging of the nozzle, the water and air supply volume did not meet standard value. Due to clogging of the nozzle, water removal ability did not meet standard value. The scope connector was dirty due to water leakage. The up/down knob had corrosion. The distal end was dented. The connecting tube had a wrinkle and discoloration. The switch box, control unit, scope cover, and grip had discoloration. The up/down knob had corrosion. In addition, the distal end, the connecting tube, and the universal cord were all scratched. Cleaning, disinfection and sterilization information: the customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. The user facility had no idea what the foreign object was that adhered to the scope. There was no delay between the end of clinical use and the start of pre-cleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. There was no response if the endoscope was pre-soaked in a detergent solution. The air/water nozzle was wiped/brushed with clean lint-free cloths, brush, or sponge. The air/water nozzle was flushed with a detergent solution. The facility had no other concerns regarding the reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although the defects found during evaluation were confirmed, the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle could not be identified. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.